Manufacturer narrative:
The investigation determined that higher than expected vitros creatinine (crea) results were obtained from a single patient sample tested on a vitros 5600 integrated system compared to vitros crea results obtained from a second sample collected from the same patient. The assignable cause of the event is unknown. Historical quality control results were acceptable, indicating vitros crea slide lot 1506-3546-8294 did not likely contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crea slide lot 1506-3546-8294. A vitros crea within-run precision test indicated that vitros crea slide lot 1506-3546-8294 was performing as intended on the vitros 5600 integrated system, however, since no diagnostic within-run precision testing was performed to verify instrument performance, an instrument performance issue cannot be completely ruled out as contributing to the event. The affected samples were collected with a syringe and then transferred into a 3.5 ml vacuette containing a gel separator and clot activators. It is possible that an unknown contaminant was introduced into the affected sample during the collection process, as all vitros crea and urea results obtained from the affected sample were reproducible. However, an unknown sample contaminant could not be confirmed. A review sample viscosities from both patient samples could neither confirm nor rule out that pre-analytical sample mix-up occurred.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros creatinine (crea) results were obtained from a single patient sample tested on a vitros 5600 integrated system compared to vitros crea results obtained from a second sample collected from the same patient. Patient sample vitros crea results of 5.32, 4.64 and 4.49 mg/dl vs. The expected result of 0.97 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea results were not reported outside of the laboratory and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .